Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the verse correction key(p/n: 199721000, lot #: unk) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the external threads of the poly lock key were deformed and stripped. No other issues were identified with the returned device. Functional test: a functional test was not performed as the external threads of the locking key were stripped. The locking key was struck to the verse screw and it was separated during the investigation process. Complaint replication was unable to be performed. Dimensional inspection: a dimensional inspection was not performed on the returned device due to confirmed post manufacturing damage. Document/specification review: the current revision of drawings were reviewed: expedium verse-dual lock assembly. Expedium verse- dual lock poly lock. Complaint confirmed? Yes. The lock key was was stripped which could have caused the complaint condition of will not tension. Investigation conclusion: the complaint condition was confirmed for the verse correction key(p/n: 199721000, lot #: unk) as the threads were stripped which could have caused the complaint condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The implant(s) was not returned and instead the investigation will be done based on the supplied image(s) the image(s) was reviewed and the complaint condition could be confirmed as the image provided shows the device with stripped threads. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a spine surgery on (B)(6) 2020, while reducing an expedium 5.5 cocr rod into the tulip head of the right l1 screw with a verse correction key, the outer was thought to be torqued out, requiring the inner portion to be torqued. Co-surgeon switched to the inner and turned the driver several times over waiting for the torque. Rather than torquing, the extended tab, along with the top-notch feature, broke from the screw. Broken fragment was removed easily. Surgeon removed rod and replaced the screw with a fresh, same sized screw. No issues reported after. Surgery was delayed for approximately fifteen (15) minutes due to the reported event. Procedure was successfully completed. No patient consequences reported. Concomitant device reported: rod (part# unknown, lot# unknown, quantity unknown); screwdriver (part# unknown, lot# unknown, quantity unknown); unknown screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) expedium verse spine system verse correction key 5.5. This is report 2 of 2 for (B)(4).